Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (te's non-functional) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node "dn" and the rear therapy electrode. The root cause for the open wire was a bad solder joint. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt failed incoming testing.